Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to clarify the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, gender, weight, bmi at the time of index procedure? Date and indication of index surgical procedure? What tissue was being approximated or sutured when it broke? Were the oral anti-infectives prescribed after completion of surgery as prophylactic medication? . If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Adverse post-op event was submitted via 2210968-2021-00192.

Event description:
It was reported that the patient underwent a debridement of leg trauma surgery on (B)(6) 2020 and the suture was used to suture leg trauma. It was reported that the suture broke at the time of knotting during surgery. Another like suture was changed to complete the procedure. Additional information has been requested.

Manufacturer narrative:
Date sent to the FDA: 01/20/2021. Additional information: the device history records reviewed, and no issue found. Additional h6 component code: g07002 ¿ conforming device. Additional h-3 summary: actual complaint sample can't be returned. Manufacturer retained samples have been evaluated by appearance, knot pull tensile strength and no issue found. A conclusion could not be reached as to what may have caused or contributed to the event. The following information was requested, but unavailable: the patient demographic info: age, gender, weight, bmi at the time of index procedure? Date of index surgical procedure? What tissue was being approximated or sutured when it broke? What is the patient current status? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.